Manufacturer narrative:
The event occurred in USA during treatment. It was reported that a patient on a cardiohelp device cannulated for vv ECMO had a drop in flow on treatment day eight. The flow dropped from 4.3 lpm at 3300 rpm to 3.6 lpm at 3300 rpm with a corresponding drop in pressures. The customer increased the rpm to 3400, but there was no increase in flow. At 4000 rpm the flow went up to 4 lpm. A few hours later the flow jumped to 5 lpm. The patient became tachycardic and hypertensive with a drop in oxygen saturation. The ultrasound of the patient showed normal cardiac function. The flow then dropped to 1.7 lpm. The customer increased the rpm and was able to get 3 lpm at 4300 rpm and 3.8 lpm at 5000 rpm. The customer confirmed that the pressure did not change at any time. The customer supplied the patient with fluid, but this did not solve the problem. The customer checked the plasma free hemoglobin and it was 400. It was repeated and showed 530. The hls set was replaced. Following patient information was shared: a male, 45 years old, with 249.2 kg. New information was received on (B)(6) 2025 that the hls set was primed two weeks before being connected to the patient. The patient was connected to the hls set on (B)(6) 2025 due to respiratory failure. It was confirmed by the getinge service and sales unit that the patient had no harm, as the replacement of the hls set solved the tachycardia, hypertension, and saturation drop. New information was received on (B)(6) 2026 that the co-morbidities of the patient were "morbid obesity, infant cvs with r-sided weakness and contracture". ECMO was required due to ards of the patient as well as worsening shortness of breath and cough. The patient developed worsening hypoxia and hypercarbia with severe acidosis. There was no noise or abnormal sounds detected during treatment. The patient was on bivalirudin and the customer monitored the ptt daily once therapeutic. The hemodynamic and respiratory instability of the patient was resolved once the hls set circuit was changed. The ventilator support was increased and the patient received fluid, which did not help. The sedation was increased. The ECMO started on (B)(6) 2025 and the date of the event was 2025-12-11. The patient was weaned off support on (B)(6) 2025. As the patient became tachycardic and hypertensive with a drop in oxygen saturation and the hls set was replaced during treatment, a report is required. The affected product was investigated in the getinge laboratory on 2026-03-02 with the following conclusion: the reported failures could not be confirmed. There were no abnormalities found during visual and functional testing. The product functioned as intended. A medical review was performed by getinge medical affairs on 2026-03-06 with the following conclusion: "an incident was reported involving atypical and transient fluctuations in extracorporeal blood flow in an adult, morbidly obese patient supported with an hls-set. According to the customer, the hls-set had been primed two weeks before ECMO initiation. The circuit functioned without abnormalities until day 8, when a sudden increase followed by a marked decrease in flow was observed. Simultaneously, the patient developed hypertension, tachycardia, and hypoxemia, and laboratory results indicated acute hemolysis. The most plausible explanations for the reported flow instability include a transient occlusion of the extracorporeal circuit potentially due to kinking or obstruction of the return cannula or patient-related factors, such as inadequate sedation leading to ventilator dyssynchrony and increased intrathoracic pressure. Notably, the minute ventilation abruptly decreased from 5.27 l to 3.15 l at the time of the critical event, which supports the likelihood of dyssynchronous breathing efforts or impaired ventilatory mechanics. Such changes can transiently elevate intrathoracic pressure, reduce venous return to the drainage cannula, and thereby contribute to the observed flow fluctuations. Because the customer did not specify the length of the venous drainage cannulae, it is plausible that their position shifted over time, predisposing the circuit to recirculation phenomena between the cannulae. When combined with an intentionally targeted negative fluid balance, this displacement may have increased mechanical stress on blood cells. Such stress can acutely elevate plasma-free hemoglobin, indicating the onset of hemolysis. Hemolysis in this context could result from several interacting factors: mechanical shear forces generated by two closely positioned drainage cannulae, reduced intravascular volume leading to altered venous geometry, turbulent flow dynamics, and the additional stress imposed by the extracorporeal circuit itself, particularly under conditions of high rpm and low flow rates. Together, these conditions create an environment highly susceptible to hemolytic injury. The flow disturbances occurred abruptly and without preceding alarms. Throughout the event, no abnormal noises were reported from the hls-set. Additionally, the lce report confirmed that the device was operating within its specified parameters, making a product malfunction or diminution in performance unlikely. When reviewing the blood gas analysis at 04:30, the pre-oxygenator po2 of 70 mmhg and the post-oxygenator po2 of 570 mmhg clearly demonstrate that the hls-set was functioning properly and not impaired. In contrast, the simultaneously drawn arterial blood gas revealed a po2 of only 50 mmhg. This marked discrepancy between the arterial po2 and the pre-oxygenator po2 indicates that the patient's systemic hypoxemia was not caused by inadequate oxygenator performance. According to the available documentation, the hls-set was exchanged at 05:50 following the above-mentioned blood gas analyses. Instead, the divergence strongly suggests partial recirculation, possibly caused by dislodged or malpositioned cannulae. In such a scenario, a portion of the oxygenated blood returning from the ECMO circuit is immediately drained back into the venous cannula rather than entering the patient's systemic circulation. This results in high pre- and post-oxygenator gas values, while the arterial po2 remains critically low, matching the pattern observed here. Anticoagulation was managed with bivalirudin, which is not recommended in the hls-set IFU, and the aptt was near the upper limit of the hospital's therapeutic range. Therefore, a transient thrombus formation can neither be confirmed nor definitively ruled out. The patient was also undergoing crrt for renal impairment and fluid overload, with the aim of achieving highly negative fluid balances. This may have reduced intravascular volume, increasing the risk of cavitation in the extracorporeal circuit, potentially contributing to the observed flow instability and hemolysis. Although mechanical ventilation was in place, no information regarding sedation depth was provided. Thus, it remains unclear whether insufficient sedation may have caused the patient to breathe against the ventilator, raising intrathoracic pressure and thereby diminishing venous drainage. According to the customer's report, the patient's condition showed progressive improvement following the exchange of the hls-set. The hemodynamic and respiratory instability previously observed resolved promptly after the circuit was replaced. No further complications occurred, and the patient subsequently stabilized. The patient was successfully weaned from ECMO, and the system was explanted on 2025-12-23, corresponding to 20 days of support. No additional outcome details were provided. A definitive device malfunction of the hls-set, particularly the pump, can be ruled out. However, a transient functional impairment (i.e., secondary to the plausible root causes proposed) cannot be completely excluded. The most probable contributors to the flow instability may have been a combination of aggressive fluid removal (leading to low intravascular volume), occlusion or kinking of the return cannula, possible ventilator dyssynchrony and the patient "bucking" the ventilator, recirculation of the extracorporeal circuit due to dislodged cannulae, and/or a potentially procoagulant state. That said, the reported tachycardia, hypertension, and decrease in o2 saturation may be indicative of return cannula issues when coupled with drop in flow to the right side of the heart due to intrinsic cardiac compensatory responses." According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that "an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well as "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is stated that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The production records of the affected product were reviewed on 2026-03-06. According to the final test results, the product passed the tests as per specifications. Production-related influences are unlikely. The review of scrap, rework, enhancements and design changes showed no abnormalities in regard to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results, the reported failures "oxygenation and flow issues" could be confirmed due to provided evidence but were not related to a device malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program, and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
New information was received on 2026-02-02 that the co-morbidities of the patient were "morbid obesity, infant cvs with r-sided weakness and contracture". ECMO was required due to ards of the patient as well as worsening shortness of breath, cough. Developed worsening of hypoxia and hypercarbia with severe acidosis". There was no noise or abnormal sounds detected during treatment. The patient was on bivalrudin and the customer monitored daily the ptts once therapeutic. The hemodynamic and respiratory instability of the patient was resolved once the hls set circuit was changed. The ventilator support was increased and the patient got fluid, which did not help. The sedation was increased. The ECMO started on 2025-12-03 and the date of the event was (B)(6) 2025. The patient was weaned off support on (B)(6) 2025. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID (B)(4).

Event description:
The event occurred in USA during treatment. It was reported that a patient on a cardiohelp device cannulated for vv ECMO had a drop in flow on treatment day eight. The flow dropped from 4.3lpm at 3300rpms to 3.6lpm at 3300rpm with a corresponding drop in pressures. The customer increased the rpm to 3400, but there was no increase in flow. At 4000rpms the flow went up to 4lpm. A few hours later the flow jumped to 5lpm. The patient became tachycardic and hypertensive with a drop in oxygen saturation. The ultrasound of the patient showed normal cardiac function. The flow dropped than to 1.7lpm. The customer increased the rpm and was able to get 3lpm at 4300rpm and 3.8 lpm at 5000rpm. The customer confirmed that the pressure did not changed at any time. The customer supplied the patient with fluid, but this did not solve the problem. The customer checked the plasma free and it was 400. It was repeated and showed 530. The hls set was replaced. Following patient information was shared: a male 45-year-old with 249.2kg. New information was received on 2025-12-16 that the hls set was primed two weeks before connected to the patient. The patient was connected to the hls set on (B)(6) 2025 due to respiratory failure. It was confirmed by the getinge service and sales unit that the patient had no harm, as the replacement of the hls set solved the tachycardia, hypertension and saturation drop. As the patient became tachycardic and hypertensive with a drop in oxygen saturation and the hls set was replaced during treatment, a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.